Event description:
Date aware: (B)(6) 2019. Country of origin: japan. Device: unknown (5-fr pancreatic stent geenan or zimmon). Brief description: pancreatitis in the repeated wgc group. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study. Wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ). A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the repeated wgc group, the dgw technique was used in cases of difficult biliary cannulation, and a self-dislodgement 5-fr pancreatic stent (geenen or zimmon, cook japan or pit-stent, (B)(6) medical, (B)(6), japan) was placed at the end of the procedure at the discretion of endoscopists. The severity of pep was graded as follows: mild, requiring an unplanned prolongation of hospital stay for = 3 days; moderate, requiring an unplanned prolongation of hospital stay for 4 to 10 days, endoscopy, interventional radiology, or admission to the intensive care unit for 1 night; and severe, requiring an unplanned prolongation of hospital stay for > 10 days, admission to the intensive care unit for > 1 night or surgical intervention. 78 patients in the repeated wgc group suffered pancreatitis (mild- 53, moderate- 20, severe- 6).

Manufacturer narrative:
Document review including IFU review: prior to distribution all geenen/zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the geenen/zimmon pancreatic stent device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the bile duct, stent migration.¿ root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date aware: 01-nov-19. Country of origin: (B)(6). Device: unknown (5-fr pancreatic stent geenan or zimmon). Brief description: pancreatitis in the repeated wgc group. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study. Wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ). A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the repeated wgc group, the dgw technique was used in cases of difficult biliary cannulation, and a self-dislodgement 5-fr pancreatic stent (geenen or zimmon, cook japan or pit-stent, gadelius medical, tokyo, japan) was placed at the end of the procedure at the discretion of endoscopists. The severity of pep was graded as follows: mild, requiring an unplanned prolongation of hospital stay for = 3 days; moderate, requiring an unplanned prolongation of hospital stay for 4 to 10 days, endoscopy, interventional radiology, or admission to the intensive care unit for 1 night; and severe, requiring an unplanned prolongation of hospital stay for > 10 days, admission to the intensive care unit for > 1 night or surgical intervention. 78 patients in the repeated wgc group suffered pancreatitis (mild- 53, moderate- 20, severe- 6).